Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the display on the customer's insulin pump changed its location. No further details were given. No products were returned and a replacement pump was shipped to the customer.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the self test and displacement test. No display anomalies were noted. The pump was received with a missing display window cover, minor scratches on the lcd window, case and keypad overlay.